Event description:
It was reported that intra-op handle becomes hot of the drill in more than 1 minute, irrigation was used. There was no patient impact.

Manufacturer narrative:
H3: during the incoming inspection, it was observed that the event and abnormal noise occurred during the operation of the handpiece. Upon conducting an internal inspection, deterioration due to dirt and rust of parts such as stainless steel balls, o-ring, middle housing, shaft, collar, nose, and bearings were observed. Pre-repair temperature test result: rear: 29.1 middle: 31.8 nose: 53.8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.